Event description:
According to a physician's report, the valve was replaced on 10/28/94 following an endocardiographic evaluation indicating thrombus was present. When the aorta was opened it was found that there was little thrombus present along the seat of the valve, and did not obstruct the function of the valve. Post operative it appeared that the pt had had an extension of his stroke. He was discharged from the hosp on 11/14/94.